Event description:
A dreamstation auto bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and visible foam degradation was found. The device was scrapped by the service center after the evaluation was completed.